Manufacturer narrative:
This report is submitted on january 12, 2022.

Event description:
Per the clinic, the patient experienced soft tissue overgrowth at the abutment site and subsequently developed a bacterial infection which was treated with oral antibiotics (specific date and duration not reported). However the issue did not resolve. On (B)(6) 2021, the patient was placed under general anesthesia for a tissue reduction and skin flap revision surgery and was hospitalized for a duration of one day. The patient was treated with IV antibiotics during surgery and prescribed with oral antibiotics post-op (duration not reported).